Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Caller stated that end user was having issue with chair. Caller stated that when end user was going to stand up she put weight on armrest and socket cups broke. Caller stated that there was no injury to end user.